Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. It was reported that the stent delivery system got stuck inside the pressure wire and the tip of the wire was not able to be removed from the rx port of the stent balloon. This happened when staff tried to remove the stent delivery system after stent deployment. No harm to the patient.